Event description:
A plum 360 driver new infusion pump reportedly turned off and on. Then the IV tubing was observed for bubbles and back-primed. No patient was harmed as a result of the malfunction.

Manufacturer narrative:
The device was not returned for analysis and evaluation. Without the ability to perform a physical inspection, functional testing, or internal component analysis, the reported malfunction cannot be confirmed, and the root cause cannot be determined. The investigation is inconclusive. The complaint will remain on file and will be monitored for any emerging trends. Additional contact: (B)(6).